Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Patient problem code: f27 ¿ no patient involvement. Device problem code: (B)(6) - device contamination with chemical or other material.

Event description:
Materials#: 305197, batch#: 3179288. It was reported by the customer that black substance found on several needles. Verbatim: black substance found on several needles.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a black substance found on several needles. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. There is discoloration towards the top part of the needle. No other defects or imperfections were observed. A device history record review was completed for provided material number 305197, lot 3179288. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be determined.

Event description:
No additional information received materials#: 305197 batch#: 3179288. It was reported by the customer that black substance found on several needles. Verbatim: black substance found on several needles.